Manufacturer narrative:
A review of the device history records associated with final lot and subassembly presented no issues during the mfg process, that can be related to the reported complaint, including the stent retention test values. The product has been received for analysis; however, analysis has not begun. Add'l info will be provided within 30 days of receipt.

Event description:
The physician noticed that the stent had moved over the balloon, when he attempted to insert the stent delivery system (sds) along with the guidewire into the pt. The product was not inserted into the pt. There was no excessive force applied and the procedure was followed per info for use (IFU). The stent was properly positioned and centered appropriately on the stent delivery system (sds) according to the balloon marker bands. The stent was not repositioned or recrimped before preparation. There were no noted damages to the stent or the sds. There were no other noted anomalies. The guidewire was the deja-vu wire (size unk). There were no kinks reported in the wire. It is unk if the same wire was used to complete the procedure. The product will be returned for evaluation.